Event description:
It was reported the patient had difficulty using the ipg. The patient's rechargeable ipg was explanted and replaced with a non-rechargeable ipg. The patient receives effective coverage.

Manufacturer narrative:
Recall #s: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.